Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. Concomitant products: 6949 implantable defibrillation lead, (B)(6) 2006; 4068 implantable pacing lead, (B)(6) 2000. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned and analyzed, the lead conductor was found fractured with the distal end flexed. It was also noted that the proximal end was cut. The analyst commented that the lead was returned with very bad condition.

Event description:
An implantable cardiac defibrillator (ICD) system was returned from unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately one month post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) : performance data was collected from the device and analyzed. Analysis revealed no anomalies.